Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system may be experiencing oversensing. Further clinical information has been requested.